Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) reviewed the stored impedance trends and confirmed that the rv lead shock impedances were high out of range, with measurements that were equal to or greater than 125ohms. Ts discussed programming considerations and possible causes with the health care professional (hcp). At this time, the rv lead remains in service. No adverse patient effects were reported.